Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2002 patient underwent the following procedures: lumbar decompression laminectomy at l4-5 and l5-s1, ¿neurolysis¿ of the l4, l5, and s1 roots bilaterally. ¿pedicular¿ screws and rod fixation at l4, l5, and s1 bilaterally to treat severe spinal canal stenosis and osteoarthritis of the l4, l5, and s1 levels. On (B)(6) 2005 patient underwent the following procedures: redo lumbar fusion at l4-5 and l5-s1 using a bone from the right iliac crest, bmp2 (bone morphogenic protein) and ¿pedicular¿ screws and rod fixation to treat failed lumbar fusion. Op-note: the head of the ¿pedicular¿ screws at 14, l5 and s1 bilaterally. The rods were exposed. The surgeon removed the nuts and bo lts and were able to excise the rods bilaterally and finally removed the screws. As mentioned above, after decorticating the bone and exposing the bite of fusion bilaterally we found that the fusion was very solid at l5-s1 bilaterally but there was some ¿micromotion¿ at l4-5. The ¿micromotion¿ was readily visible on the left side and barely visible on the right. The motion was only a few micros and not even a millimeter or so but certainly moving as the ¿pedicular¿ screws were loose at the level of l4. The surgeon exposed the right lilac crest by lifting the skin on the right side and incising periosteum over the right iliac crest and exposing the ilium subperiosteally and then using a combination of gouges, curettes and osteotomes, removed enough cortical and ¿corticocancellous¿ bone from the right iliac crest amounting to almost 60 cc. We mixed that bone with bone morphogenic protein that was divided into halves. The sheet of the bmp2 being 7.5 x 10 cm. We mixed it with its own fluid agent and then mixed it with the bone graft obtained from the right iliac crest and filled completely the intertransverse gutter on the right and on the left. The surgeon then proceeded with introduction of the new pedicular screw going one size larger than the 6.2 mm synthes pedicular screw that we replaced and we replaced them with synthes pedicular screw size 40 mm long for the l4 and l5 bilaterally, and 45 mm long for the s1 vertebra bilaterally. The pedicle of l4 vertebra on the right side was essentially wider than all the rest and necessitated exchange of the 8 mm to a 9 mm in diameter screw to gain a good in the bone. Following the insertion of the screw we assembled the heads of the screw with the pedicular nuts to allow for the insertion of the curve of the titanium rods. These were locked to the system bilaterally. The patient was extubated and brought back to recovery room in good condition. On (B)(6) 2007 patient underwent colonoscopy to treat colon cancer screening. On (B)(6) 2008 patient underwent excisional biopsy of the lesion of lumbar area adjacent to the left side of the third lumbar vertebra to treat lesion over the lumbar area measuring about 2 cm in diameter, the exact nature being either a granuloma or a ¿carcinomatosis¿ lesion. It was reported that the patient experienced unspecified injuries due to rhbmp-2/acs.